Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test .". The patient's medical history included menses irregular, pelvic discomfort, bloating, mood change, laparoscopy, endometriosis, endometriosis, syncope and anxiety. Concurrent conditions included cervicitis, leiomyoma nos, paratubal cyst, corpus luteum cyst, adhesion, cyst rupture, uterine fibroid and ovarian enlargement. Concomitant products included amlodipine besilate (norvasc) since (B)(6) 2016, escitalopram oxalate (lexapro) since (B)(6) 2016, medroxyprogesterone acetate (provera) from (B)(6) 2016 to (B)(6) 2016 and paracetamol (acetaminophene) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2016, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the psychological trauma, depression, anxiety, anaemia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device patient received treatment for menorrhagia (heavy menstrual bleeding). Previously reported essure insertion date : (B)(6) 2012 received treatment for pain, bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus with left fallopian tube and ovary, hysterectomy and left salpingo-oophorectomy: cervix: mild chronic cervicitis; negative for dysplasia or malignancy. Endometrium: secretory endometrium; negative for hyperplasia or malignancy. Myometrium: leiomyomata. Left fallopian tube: small paratubal cyst. Left ovary: hemorrhagic corpus luteum cyst; cystic follicles. Concerning the injuries reported in this case, the following were described in patients medical record confirming: dysmenorrhea, dyspareunia, anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for abnormal bleeding (vaginal) added as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test .". The patient's medical history included menses irregular, pelvic discomfort, bloating, mood change, laparoscopy, endometriosis, endometriosis, syncope, anxiety, pelvic pain female, dyspareunia, abdominal adhesions, pelvic adhesions, pelvic adhesions, enterolysis, chromopertubation, mood change and irregular periods. Concurrent conditions included cervicitis, leiomyoma nos, paratubal cyst, corpus luteum cyst, adhesion, cyst rupture, uterine fibroid and ovarian enlargement. Concomitant products included amlodipine besilate (norvasc) since (B)(6) 2016, escitalopram oxalate (lexapro) since (B)(6) 2016, medroxyprogesterone acetate (provera) from (B)(6) 2016 to (B)(6) 2016 and paracetamol (acetaminophene) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2016, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding and vaginal haemorrhage had resolved and the psychological trauma, depression, anxiety, anaemia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device patient received treatment for menorrhagia (heavy menstrual bleeding). Previously reported essure insertion date : (B)(6) 2012. Received treatment for pain, bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus with left fallopian tube and ovary, hysterectomy and left salpingo-oophorectomy: cervix: mild chronic cervicitis; negative for dysplasia or malignancy. Endometrium: secretory endometrium; negative for hyperplasia or malignancy. Myometrium: leiomyomata. Left fallopian tube: small paratubal cyst. Left ovary: hemorrhagic corpus luteum cyst; cystic follicles.. Concerning the injuries reported in this case, the following were described in patients medical record confirming: dysmenorrhea, dyspareunia, anemia, menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test .". The patient's medical history included menses irregular, pelvic discomfort, bloating, mood change, laparoscopy, endometriosis, endometriosis, syncope, anxiety, pelvic pain female, dyspareunia, abdominal adhesions, pelvic adhesions, pelvic adhesions, enterolysis, chromopertubation, mood change and irregular periods. Concurrent conditions included cervicitis, leiomyoma nos, paratubal cyst, corpus luteum cyst, adhesion, cyst rupture, uterine fibroid and ovarian enlargement. Concomitant products included amlodipine besilate (norvasc) since (B)(6) 2016, escitalopram oxalate (lexapro) since (B)(6) 2016, medroxyprogesterone acetate (provera) from (B)(6) 2016 and paracetamol (acetaminophene) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding), vaginal hemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2016, the patient experienced anemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding and vaginal hemorrhage had resolved and the psychological trauma, depression, anxiety, anemia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anemia, anxiety, depression, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, pelvic pain, psychological trauma and vaginal hemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. Patient received treatment for menorrhagia (heavy menstrual bleeding). Previously reported essure insertion date : (B)(6) 2012. Received treatment for pain, bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus with left fallopian tube and ovary, hysterectomy and left salpingo-oophorectomy: cervix: mild chronic cervicitis; negative for dysplasia or malignancy. Endometrium: secretory endometrium; negative for hyperplasia or malignancy. Myometrium: leiomyomata. Left fallopian tube: small paratubal cyst. Left ovary: hemorrhagic corpus luteum cyst; cystic follicles. Concerning the injuries reported in this case, the following were described in patients medical record confirming: dysmenorrhea, dyspareunia, anemia, menorrhagia. Most recent follow-up information incorporated above includes: on 11-may-2021: medical record received: medical history, reporter information added. Fu marked significant due to synchronization of FDA/imdrf code error. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test ." The patient's medical history included menses irregular, pelvic discomfort, bloating, mood change, laparoscopy and endometriosis. Concurrent conditions included cervicitis, leiomyoma, paratubal cyst, corpus luteum cyst, adhesion, cyst rupture, uterine fibroid and ovarian enlargement. Concomitant products included amlodipine besilate (norvasc) since (B)(6) 2016, escitalopram oxalate (lexapro) since (B)(6) 2016, medroxyprogesterone acetate (provera) from (B)(6) 2016 to (B)(6) 2016 and paracetamol (acetaminophene) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2016, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the psychological trauma, vaginal haemorrhage, depression, anxiety, anaemia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device patient received treatment for menorrhagia (heavy menstrual bleeding). Previously reported essure insertion date : (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus with left fallopian tube and ovary, hysterectomy and left salpingo-oophorectomy: cervix: mild chronic cervicitis; negative for dysplasia or malignancy. Endometrium: secretory endometrium; negative for hyperplasia or malignancy. Myometrium: leiomyomata. Left fallopian tube: small paratubal cyst. Left ovary: hemorrhagic corpus luteum cyst; cystic follicles. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dysmenorrhea, dyspareunia, anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. New events: abnormal bleeding (vaginal, menorrhagia), depression, anxiety and mental anguish, anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), patient did not underwent essure confirmation test were added. Events onsets date updated. Plaintiff's information updated. Medical history, concomitant drugs and conditions added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on 15-(B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. Patient received treatment for menorrhagia (heavy menstrual bleeding). Previously reported essure insertion date : (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events: "abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury", reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.